Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was sent to the emergency room. Customer stated that the sensor glucose versus the blood glucose readings were off and the customer experienced an adverse reaction at work due to the readings. Customer stated that the sensor glucose reading was stable while the blood glucose reading was low. No further information reported.